Event description:
The user suspected that the top portion of the tampon tore off when user removed the tampon since a portion of the tampon appeared to be missing after removal. The user reported going to the doctor to have the missing portion removed; however, the doctor could not find any evidence of a tampon remaining in the vagina. The user refused to provide any additional information such as the name, address, or phone number of the doctor or release of medical information. The user experienced no adverse effects from this event.